Manufacturer narrative:
The returned electrode was thoroughly inspected and analyzed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly and electrode body found no anomalies. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system provided one inappropriate electric shock and anti-tachycardia pacing (atp) for a rhythm that appeared to be supraventricular tachycardia (svt). Technical services (ts) analyzed device episode data and discussed a different movement that was presented on the electrogram (egm). It was found that this was expected behavior after a dump of residual energy on the capacitors when atp is being delivered. This system was programmed to the primary vector. No additional adverse patient effects were reported. Currently, this s-ICD system remains in service. According to additional information, this s-ICD system was prophylactically explanted for a therapy upgrade to a new implantable cardioverter defibrillator (ICD). No additional adverse patient effects were reported outside of replacement procedure. This product was received by boston scientific for further analysis. According to additional information received, prior to explant, after the episode of vt, the physician elected to turn off therapy form this s-ICD. A life vest was installed with this patient until a transvenous system was implanted. No additional adverse patient effects were reported.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system provided one inappropriate electric shock and anti-tachycardia pacing (atp) for a rhythm that appeared to be supraventricular tachycardia (svt). Technical services (ts) analyzed device episode data and discussed a different movement that was presented on the electrogram (egm). It was found that this was expected behavior after a dump of residual energy on the capacitors when atp is being delivered. This system was programmed to the primary vector. No additional adverse patient effects were reported. Currently, this s-ICD system remains in service. According to additional information, this s-ICD system was prophylactically explanted for a therapy upgrade to a new implantable cardioverter defibrillator (ICD). No additional adverse patient effects were reported outside of replacement procedure. This product was received by boston scientific for further analysis.

Manufacturer narrative:
The returned electrode was thoroughly inspected and analyzed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly and electrode body found no anomalies. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system provided one inappropriate electric shock and anti-tachycardia pacing (atp) for a rhythm that appeared to be supraventricular tachycardia (svt). Technical services (ts) analyzed device episode data and discussed a different movement that was presented on the electrogram (egm). It was found that this was expected behavior after a dump of residual energy on the capacitors when atp is being delivered. This system was programmed to the primary vector. No additional adverse patient effects were reported. Currently, this s-ICD system remains in service.